Manufacturer narrative:
H3, h6: the reported device, used in treatment, was not returned to the designated complaint unit for independent evaluation, thus visual inspection and functional testing could not be performed. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A complaint history review concluded this was a repeat issue. The instructions for use was reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A review of risk management files found that the reported failure was documented appropriately. A review of polymer material specifications found that the storage requirements, material specifications, and applicable tests were appropriately specified. A material certificate of analysis was required for the raw material. The broken anchor fragments were removed from the patient and the procedure was completed using a back-up device after increasing the size of the hole. Since no patient injuries are being reported no further clinical/medical assessment is warranted at this time. A relationship, if any, between the subject device and the reported event could not be determined. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. No containment or corrective actions are recommended at this time. If the product associated with this event is returned at a future date, this evaluation will be reopened for investigation.

Manufacturer narrative:
Internal complaint reference case- (B)(4).

Event description:
It was reported that during a rempilassage shoulder procedure, a 2.2 mm microraptor drill was used to prepare bone, however, the microraptor anchor snapped in two pieces. It is unknown if there was any delay. A 2.6 mm drill was then used and case proceed and was successfully completed using a back-up anchor. No other complications were reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.